Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the connectivity issue was resolved by the customer after locating the correct port for the medstation and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers were fully opened when pulling meds. Mini drawers were loaded as mini single and when the customer tried to pull from the drawers, the entire pocket opened and exposed excess space in the drawer, instead of only the pocket containing the required medication. The issue occurred with all pockets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers were fully opened when pulling meds. Mini drawers were loaded as mini single and when the customer tried to pull from the drawers, the entire pocket opened and exposed excess space in the drawer, instead of only the pocket containing the required medication. The issue occurred with all pockets. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.